Event description:
It was reported that during a small surgery the implant broke during insertion. All parts were retrieved. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Corrections: d2a, d2b. Additional information: d9, g3, h3, h6. The complaint allegation was not confirmed. No evidence of the implant being broken was received. One unpackaged ar-8825bc-1 batch 15346888 was received for evaluation. Visual inspection found that the screw/implant was not returned. No damage to the tip or shaft was identified. Functional testing was performed by moving the inner and outer shafts, looking for resistance. No issues were found. The most likely cause of the reported failure is a user error, which includes misaligned insertion and/or prying or levering the device with excessive force during use, which ultimately damages the device.